Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to perform fluoroscopy. Review of the log file showed ¿connection lost with fd controller¿. Upon further inspection, the system was unable to fluoro and that there were fdc (flat detector controller) errors. The fse replaced the flat detector controller. After the replacement of flat detector controller, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the fluoroscopy was not functioning. No harm was reported to philips. Philips has started an investigation of this complaint.